Event description:
Boston scientific received information that the patient with this left ventricular pace/sense lead was hospitalized due to signs of infection at the implant site. The infection was treated with antibiotics, and a revision procedure was scheduled. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.